Event description:
Info was received that the lv threshold for the 54 cm bipolar myocardial pacing lead was no longer capturing. The pt will undergo a procedure to change out the lead. There were no additional adverse effects reported.

Manufacturer narrative:
Na